Event description:
Technical services received a call on 8/3/11 v-tachy episodes appeared to be loss of capture. Patient felt dizzy during these episodes. It was thought the that patient's fall in 2007 could have caused the lead to move. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).